Event description:
It was reported that the generator kept delivering rf energy after the physician stopped pressing the foot switch. A maestro 4000 ablation generator and a maestro 4000 foot switch were selected for use. When the physician stopped pressing the foot switch, the generator continued delivering rf energy. Rf delivery was stopped by pressing the rf control button on the generator. There were no patient complications.